Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced back pain (seriousness criterion medically significant), urinary tract infection ("recurrent urinary tract infections"), dizziness ("ear-nose-throat problem (dizziness)") and tinnitus ("ear-nose-throat problem (tinnitus)"), 6 years after insertion of essure. Essure treatment was not changed. At the time of the report, the back pain, urinary tract infection, dizziness and tinnitus outcome was unknown. The reporter provided no causality assessment for back pain, dizziness, tinnitus and urinary tract infection with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced back pain (seriousness criterion medically significant), urinary tract infection ("recurrent urinary tract infections"), dizziness ("ear-nose-throat prolem (dizziness)") and tinnitus ("ear-nose-throat prolem (tinnitus)"), 6 years after insertion of essure. Essure treatment was not changed. At the time of the report, the back pain, urinary tract infection, dizziness and tinnitus outcome was unknown. The reporter provided no causality assessment for back pain, dizziness, tinnitus and urinary tract infection with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.